Event description:
It was reported that pump did not start even after being plugged in with one cable for one hour and then with another cable for thirty minutes, and no blood glucose value information was provided. There was no reported impact to the customer¿s blood glucose level. Customer no longer had access to pump, device was planned to be returned, and replacement pump was arranged through distributor.